Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 400 mg/dl. Treatment in the ER was not received due to a bolus being delivered via the pump prior to arrival at the ER. The customer was released from the ER two hours later with no permanent damage. The cause of the high bg was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.